Event description:
It was reported that the procedure was to treat a lesion located in the first diagonal artery that was both heavily calcified and tortuous and 90% stenosed. The 1.20 x 6mm mini trek ii otw balloon dilatation catheter was advanced to the lesion without issue. Due to the heavy stenosis, the balloon ruptured at 8 atmospheres. The device was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.